Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with pump reset information but was unable to troubleshoot further with tandem technical support. The customer was advised to revert to an alternate method of insulin therapy until a reset can be performed. No additional information was provided.